Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm post, followed by an acu watchdog failure. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event history found base not responding, acu watchdog failure, and primary audible alarm post. Probable cause was determined to be printed circuit board (pcb) error. Parts replaced included main pcb, speaker assembly, and battery. Functional testing performed to confirm the issue was fixed.